Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system was returned and the reported crack was confirmed. The reported leak could not be tested due to the returned condition of the device (the dc handle flush port was broken/cracked). A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. A definitive cause for the reported crack in this incident could not be determined. It is possible that the user technique during device preparation contributed to the reported crack; however, this cannot be confirmed. The investigation determined that the leak was due to the crack on the flush port. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the leak on the device. It was reported that a leak and a crack was noted on the flush port of the mitraclip delivery catheter handle before use in the patient. This device was not used in the patient. Two other mitraclips were used to complete the procedure. No additional information was provided.